Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms and auto off alarms occurred. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. There was no impact to the user's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.